Manufacturer narrative:
H6: investigation summary a mz1000 product was not available for investigation; however, the customer indicated the complaint sample was from lot 22035029. The feedback provided by the customer suggests a complete occlusion was detected during use of the maxzero device as part of an infusion set-up. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22035029 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the complaint sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Event description:
It was reported that an unspecified amount of bd maxzero¿ needleless connectors were blocked/clogged when used with antibiotic/blood products/basic fluids for infusions. The following information was provided by the initial reporter: "as far as I understand, the problem is that the needle free connector sometimes works when liquid is put through it with a syringe (e.g., a flushing syringe), but the infusion (such as antibiotic / blood products/basic fluids) for some reason just doesn¿t drip at all. In our department everyone who has used these needle free connectors has experienced the problem in question, despite the on-site guidance. The heart station has also had problems with these and they have hoped that these would not be used when they do not work. The problem appeared as soon as these came to the department and we started using them. The problem was only fixed after replacing the connector. The connector was therefore replaced with a connector from another manufacturer."

Event description:
It was reported that an unspecified amount of bd maxzero¿ needleless connectors were blocked/clogged when used with antibiotic/blood products/basic fluids for infusions. The following information was provided by the initial reporter: "as far as I understand, the problem is that the needle free connector sometimes works when liquid is put through it with a syringe (e.g., a flushing syringe), but the infusion (such as antibiotic / blood products/basic fluids) for some reason just doesn¿t drip at all. In our department everyone who has used these needle free connectors has experienced the problem in question, despite the on-site guidance. The heart station has also had problems with these and they have hoped that these would not be used when they do not work. The problem appeared as soon as these came to the department and we started using them. The problem was only fixed after replacing the connector. The connector was therefore replaced with a connector from another manufacturer."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.